Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding an implantable neurostimulator (ins) for parkinson's duel and movement disorders. It was reported that they were getting an out of regulation (oor) message on the controller and gets the message every time they interrogate. The message goes away when pressing the arrow button. When they turned down the stimulation, they were still getting oor. They have not lost therapy. They asked about causes of oor and will follow up with the healthcare provider (hcp) to review possible troubleshooting. No patient symptoms or further complications were reported as a result of this event.